Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the white part of the sub-catheter broke when trying to cut the sheath after placing the lead. It was noted that the physician had to maintain the sheath with pliers to cut the sheath. The sheath was removed. No patient complications have been reported as a result of this event.